Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged when released from the delivery catheter system (dcs) and was too low which resulted in severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was successfully implanted, resolving the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).